Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close foot was not confirmed as the foot was completely retracted. Verified foot deployment and retraction via manually pulling and pushing the sled with no difficulty noted. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficult to close foot and difficult to remove appear to be related to challenging anatomical conditions. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, placement of the first prostyle device was successful. When attempting to place the second prostyle device, the foot plate got stuck and could not be retracted. The device was intentionally broken to manually retract the foot plate. The device was then simply removed leaving the suture in place. The sheath was upsized to an 18f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.